Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a perforation occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman® access system was inserted into the patient through right femoral access. The physician had issues passing the access system as the patient had slightly tortuous anatomy along with poor wire control of the amplatz extra stiff guidewire. The scrub nurse did not hold tension on the wire to act like a rail as the physician was advancing the access system and it did not track appropriately. The physician then noticed a drop in blood pressure. It was noticed that there was a perforation of the femoral vein. They stopped the procedure and transfused 2 units of blood and 1 unit of fresh frozen plasma (ffp). The patient was stabilized and brought to the intensive care unit. No additional interventions were noted and the patient was successfully implanted with a watchman® closure device a week later. The patient was discharged home and is currently stable.